Event description:
It was reported that during a laparoscopic hernia procedure, a fragment of the reload needle fell into the cavity of the patient and was not retrieved. Mesh was placed over the retained needle fragment to complete the case. An x-ray was performed for the express purpose of locating the retained needle fragment. The search for the fragment caused the case to be prolonged, resulting in extended patient hospitalization. Another loading unit was used to complete the case.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hernia procedure, a fragment of the reload needle fell into the cavity of the patient and was not retrieved. Mesh was placed over the retained needle fragment to complete the case. An x-ray was performed for the express purpose of locating the retained needle fragment. The search for the fragment caused the case to be prolonged, resulting in extended patient hospitalization.